Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an error message on the device was noted. The diagnostics on the device were cleared and the device was interrogated successfully. The patient was stable with no adverse consequences. Additional information has been requested but has not been received.